Manufacturer narrative:
The customer cleared the reported problem. No ge service was necessary. The system operates as intended.

Event description:
The customer reported that the 7700 system cable would not work. No patient injury was reported.